Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. Instructed the caller to remove the battery for ten minutes, but the device had a battery alarm. Advised the customer that the device will be replaced and revert to back up plan. The blood glucose reading was 132mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a broken solder joint component on the interface board. The device also had a loose drive support disk.